Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect when the stimulation was over 7-8v. The lead impedance measurements were low and out of range. The lead impedances were 119 ohms when electrode 0+ was used. The patient was not able to feel stimulation with the available combinations. The company representative confirmed that various electrode configurations and amplitudes were tried. Both electrode and group impedances and the neurostimulator battery were checked. The patient was unable to feel stimulation and is going to be scheduled for a lead revision surgery at a later date. No patient injuries were reported. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)